Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right atrial (ra) lead had dropped from the atrial appendage and dislodged. High thresholds were also noted. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.